Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 11 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to contact failure caused by dust or long-term use. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a poor connection between the xenon lamp lighting and the lamp base, causing the burning to occur. The lamp-life meter was providing a reading of over 500+ hours, the user had replaced it themselves. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis ii xenon light source it was discovered that there were burn marks on the surface of the heat sink and connection interfaces. There was no patient involvement during this event.